Event description:
A customer reported that an alarm known as alarm 2 had occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read "high." The customer technical support (cts) team instructed the customer to take several corrective actions, including disconnecting from the site and loading a new, empty cartridge onto the pump to deliver a bolus, which completed successfully. As a resolution, cts arranged for a one-time pump replacement, provided instructions for returning the problematic pump, and sent a replacement pump to the customer. The customer continued to use the pump for insulin therapy.